Manufacturer narrative:
As part of the good faith effort (gfe) response, it was confirmed that the rolling stand top assembly was cracked. The damaged parts (rail side 1 pk, top platform, casters, basket, upper bracket tank holder and straps) were replaced using a used part available by the customer, resolving the issue. The ventilator is now ready for use, and the investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the top left side of the rolling stand was cracking/missing housing for patient arm bracket. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed no issues with the unit. The v60 stand was damaged. The customer is requesting parts ID for the rail side 1 pack, top platform, casters, basket, upper bracket tank holder and straps. This investigation is ongoing.